Event description:
A report was received that the patient underwent an explant, due to intense headaches, and nausea. The cause of the symptoms is unknown, but the explanting physician reported they are unrelated to the device or the implant procedure. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Additional suspect device components involved in the event: model: sc-8116-50. Description: artisan 2x8 paddle lead. Ipg passed visual examination and electrical tests performed. The device exhibits normal device characteristics. Visual examination of the paddle lead revealed that the lead was cut and the paddle end was not returned for evaluation. The proximal end sites of the paddle lead passed photographic image inspection. The damage to the devise is a result of a typical explant procedure and is not considered a failure. This is a final report.